Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. After pre dilatation using an unspecified balloon catheter, a 2.75x24mm promus element plus stent was selected to treat the lesion. The physician attempted to advance the device to the target lesion; however, the shaft of the device broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located at 3.2cm distal to the strain relief. Both sections of the hypotube shaft were kinked. No issues were noted with the profile of the crimped stent balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. After pre dilatation using an unspecified balloon catheter, a 2.75x24mm promus element plus stent was selected to treat the lesion. The physician attempted to advance the device to the target lesion; however the shaft of the device broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).